Manufacturer narrative:
Investigation is ongoing.

Event description:
It was reported that approximately 4 years post implantation of a 26 mm sapien 3 valve in the aortic position, the device was explanted and replaced with a surgical valve. The reason for the valve explant is due to severe stenosis and mild central regurgitation. Per medical records review, the operative note stated the patient presented with severe prosthetic valve aortic stenosis. The patient underwent a redo sternotomy, replacement of tavr valve with an edwards 25 mm valve and an aortic patch. The intra-op transesophageal echocardiography showed the left ventricle ejection fraction of 55-60%, the leaflets are moderately thickened and exhibit severely reduced exertion. The valve has been surgically replaced with a tavr bioprosthetic valve and well seated. There is mild regurgitation with a centrally directed jet. The av showed a of peak 38 mm and a mean of 45 mmhg.

Manufacturer narrative:
Update to h6, component code, type of investigation, investigation findings and investigation conclusion. The sapien 3 valve was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing is applicable. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve degeneration/deterioration was confirmed based on provided medical records. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, "approximately 4 years post implantation of a 26mm sapien 3 valve in the aortic position, the device was explanted and replaced with a surgical valve. The reason for the valve explantation is unknown at this time. The operative note stated the patient presented with severe prosthetic valve aortic stenosis". Additionally, per medical record, the patient had hyperlipidemia (hld) and diabetes mellitus (dm). The dm is the known factors that may increase the risk of valve calcification leading to early valve degeneration/stenosis. And hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. In this case, available information suggests that patient factors (hyperlipidemia, dm) may have contributed to the complaint event. However, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.